Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display or error alarm was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump passed the unexpected restart error test. No error alarm for an unexpected restart was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that his insulin pump experienced an unexpected restart. Customer stated this has happened two times in one month. Customer stated he inserted a new battery and got a blank display and then the alarm. Customer also stated that he had another error alarm. During troubleshoot; customer stated that the insulin pump was not stored for a log period and the alarm occurred shortly after inserting the battery. Customer stated that he had to reset the time and prime the insulin pump. A temporary basal was programmed before the alarm. Blood glucose reading is 188 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.